Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source hassanzadeh c et al. Early outcomes and hormone-free survival following salvage mars for MRI-visible post-surgical bed recurrences and focal intraprostatic recurrences following external beam and following brachytherapy abstract. Brachytherapy (2023); 22 s56. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf impact code f19 captures the reportable event surgical intervention.

Event description:
Boston scientific corporation became aware of an event involving a spaceoar device system through the article, "early outcomes and hormone free survival following salvage mars for MRI-visible post surgical bed recurrence and focal intraprostatic recurrence and following external beam and brachytherapy" written by comron hassanzadeh, md et al. Per the article, between 2016-2022, 31 patients underwent salvage magnetic resonance imagining (MRI) - assisted radiosurgery (mars), none of the patients had metastatic disease, all of them were treated with mars, excepted for one patient. The patients had a median follow-up of 1.6 years. 27 patients underwent spaceoar placement at mars (87%). During the last follow up, 4 patients were treated for biochemical failure (bf) and started androgen deprivation therapy (adt), one of the patient's did not meet the criteria of bf. It is unknown if they were patients with spaceoar placement. It was noted that 87% patients remain bf free and off adt. 2 patients died from comorbidities, and 2 had recurrences with seminal vesicle and one prostate bed. Grade 3 toxicity occurred in 5 patients, including 4 patients with gu events. None of these events were related to spaceoar or radiotherapy adverse events. This report has been opened to capture the adverse event of one patient with a gastrointestinal event involving anterior rectal wall infiltration of spaceoar hydrogel that required a diverting colostomy.